Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had called to report a broken belt clip. Their blood glucose was 48 mg/dl, which was treated with glucose tablets. The customer stated that they had taken too much insulin, the night prior to the phone call, and they had taken the sensor off because it had timed out. Nothing further was reported.